Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call critical pump error alarm on the insulin pump. Customer¿s blood glucose level was 173 mg/dl. Troubleshooting for critical pump error was performed. Customer advised they went inside the pool while wearing the insulin pump. Customer advised the display screen showed the critical pump error message after they went out of the swimming pool 30 minutes later. Troubleshooting was unable to resolve the issue. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error alarm and unable to download due to moisture damage on the electronic assembly. Analysis was unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test or verify any additional alarms due to critical pump error alarm. Moisture damage was also found on the motor, force sensor, and corrosion inside of the battery tube during visual inspection. No moisture damage found on the keypad assembly. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.